Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, capsular contracture, baker grade I, and ¿presence of a marked crease all along the lower part of the left prosthesis" diagnosed via MRI with the sensation of burning on the left breast. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Physician has confirmed "during the operation the prosthesis was finally intact". This record is no longer reportable to FDA and will be un-reported.